Event description:
The customer reported ac power module stopped working and that the battery is discharged all the way down with a resulting loss of system settings. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.